Event description:
The customer obtained the following readings on their freestyle mini meter: time 22:01 result (mg/dl) 344; 22:01 402; 22:03 95; 22:04 86; 22:08 115; 22:09 160; 22:10 91. When plotting each of the readings against the average on a parkes error grid one result fell in the 'c' zone showing the difference to be clinically significant.

Manufacturer narrative:
There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been returned for investigations. Testing is currently underway.